Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: according to the received pictures/x-rays, the complaint condition that a cutout occurred can be confirmed. H3, h4, h6: a device history record (DHR) review was conducted: part number: 04.038.285s, lot number: h728766, part manufacturing date: 21 september 2018, manufacturing site: elmira, part expiration date: 01 september 2028, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h728766 of tfna helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h653777 met all specifications with no issues documented that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient had pain recently after surgery and visited the hospital. X-rays were taken and confirmed a cut out of a tfna helical blade. Originally, the patient was implanted with the trochanteric femoral nailing system advanced (tfna) due to a femoral trochanteric fracture at the base of the femoral neck with no delay on (B)(6) 2019. The sales rep reported that based on the condition shortly after the initial surgery, the condition of the clear zone at the blade tip and the position of the end of the blade, there is a possibility that the back-out occurred during the compression process of the surgery. Thus, the surgeon recommended the patient to undergo reoperation to replace the implants with an artificial bone head. However, the patient has no will of walking thus, the hospital is waiting for the decision from the facility the patient belongs to. Concomitant device/s reported: tfna short nail (part # 04.037.012s, lot # h628412, quantity of 1); unknown screw (part# unknown, lot# unknown, quantity# 1).  This report is for one (1) tfna helical blade. This is report 1 of 1 for complaint (B)(4).